Event description:
It was reported that, approximately three months post implant, the right ventricular (rv) lead exhibited pacing on the t-wave on telemetry. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.